Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/elective replacement indicator (eri). Time of eri in save to disk on (B)(6) 2010, device eri less than or equal to 2.62 v. Weekly battery voltage trend data shows min bat 2.64 to 2.61 volts between (B)(6) 2010 and (B)(6) 2010. 2 patient alerts for low battery voltage on (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that the device was replaced as it is part of the field advisory. No patient complications have been reported as a result of this event.